Event description:
It was reported that the reservoir of this inflatable penile prosthesis had migrated from its initial location, resulting in discomfort for the patient. A revision procedure was performed and the reservoir was replaced. No further patient complications were reported.